Event description:
Burned by ipl skin rejuvenation procedure, palomar sarlux 500, by (B)(6) under the supervision of (B)(6) at (B)(6). Rec'd 2nd degree burns and blisters to chest and burns to entire face. Esthetician used settings outside of palomars range considered very high for skin type. One year later, still have permanent scars, vision problems, facial atrophy, throat and swallowing problems, digestion and bowl problems, skin rash and unexplained muscle loss and sever illness after 59 doctor appointments and still no diagnosis. Dates of use: (B)(6) 2009 - (B)(6) 2009. Diagnosis or reason for use: cosmetic.